Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards (B)(4) affiliate, during a transfemoral tavr procedure with a 26mm sapien 3 valve, the operator forgot to 'retry the pusher' before inflation and the valve embolized in left ventricle. The valve was explanted and it was decided to switch to a conventional surgery. The patient is doing well.

Manufacturer narrative:
Correction to h6 based on additional information. The following instructions for use (IFU) were reviewed: IFU, commander delivery system with s3 thv, and procedural training manual. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for thv embolized into ventricle was unable to be confirmed due to unavailability of relevant imagery/medical record. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. As reported, 'during procedure, it was forgotten to retry the pusher before the inflation and the valve was embolized in left ventricle.' Per the IFU and training manual, 'pull back flex catheter so it is off the balloon during deployment,' and 'before deployment, ensure that the thv is correctly positioned between the valve alignment markers and the flex catheter tip is over the triple marker.' If the flex tip is not properly retracted prior to deployment, the balloon can become constricted by the flex tip, leading to uneven balloon expansion and higher balloon pressure during inflation. As the balloon continues to be inflated, the increase in balloon pressure can force the balloon to move forward, causing the valve to become dislocated into the ventricle. As such, available information suggests that procedural factors (not fully retracting the flex catheter prior to valve deployment) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.